Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The instructions for use (instruction manual) at the time of product shipment and found the following chapters for reprocessing: chapter 3 compatible reprocessing methods. Chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Chapter 6 reprocessing the accessories. Chapter 7 reprocessing endoscopes and accessories using an aer/wd (automatic endoscope reprocessor). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device exhibited the internal channel got foreign body inside it. The issue occurred during reprocessing. There were no reports of patient harm.